Event description:
It was reported that the patient experienced increased spasticity in the legs that started in (B)(6) 2014. The patient had some dose increase in (B)(6). Then on (B)(6) 2014 the patient had a dose increase and was given a 25 microgram (mcg) bolus with no effect. The patient had a dye study on (B)(6) 2014 and no cerebrospinal fluid (csf) could be aspirated. The dye study was repeated the day of the report in the operating room, but no csf could be aspirated; the surgeon opted to try and push dye without success. When opening the pump pocket in the operating room, the spinal segment was significantly twisted just beyond the collet at the attachment point to the pump segment to the point of occlusion. The 1.6cm piece of twisted spinal segment was removed and the spinal segment was reattached to a new pump segment with a new connector pin. The pump segment was reportedly not damaged, but the surgeon requested a new pump segment and connector pin to be placed. The patient status at the time of the event was alive and no injury. The pump was used to deliver gablofen. It was reported 3 days later that the patient was doing well and receiving effective therapy.

Manufacturer narrative:
Product ID 8782, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8784, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis of the catheter segment 2 (1.6cm segment of spinal catheter), model # 8782, lot # n381115008, found three twisted areas that may have affected infusion. The twisted areas also kink when the catheter was bent to a narrower radius in those areas. During pressure testing, the kinked areas did not occlude when the catheter was bent to a narrow radius. Analysis of segment 1 (pump segment), model # 8784, lot # n375926005, found a tear in the seal material near the guide ring. The seal material was still attached. Melted areas were noted on segment 1.